Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was blocked. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle clog. The patient reported to the pharmacy that the drug solution had not come out.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was blocked. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle clog. The patient reported to the pharmacy that the drug solution had not come out.